Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. The reported products were reviewed for compatibility with no issues noted. Per package insert for nexgen cr-flex and lps-flex(fixed and mobile-bearing )/lps and lcck-mobile bearing knee, swelling is a known adverse effect of this system. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown, 00110101200 - doughtype radiopaque bone cement 40 g polymer powder ¿ 60679886, 00596401601 - femoral component option for cemented use only size f left ¿ 60962021, 00596404010 - articular surface size ef 10 mm height "use with plate 5 - 60980606, 00597206532 - all poly patella size 32 mm dia. Standard 8.5 mm thickness ¿ 60997247. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06965, 0001822565 - 2019 - 03901, 0001822565 - 2019 - 03905, 0002648920 - 2019 - 00669.

Event description:
It was reported that the patient has had cases of synovitis in the left knee (presenting worse and better periods) since implanting the devices approximately 9 years ago. The patient will perform a hypersensitivity examination and wanted to know the composition of the bone cement used during initial implantation. Attempts were made to obtain additional information; however, none was available.